Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles in the patient line. Reportedly, the customer had an elevated blood glucose (bg) and there was a trace amount of ketones identified. Customer performed a supply change and reverted to using manual injections to resolve high bg.